Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to customer's infusion site infection. Lot release records were reviewed and the product lot met all acceptance criteria. The omnipod is iso 10993 compliant, undergoing cytotoxicity, sensitization, genotoxicity, hemolysis, irritation or intracutaneous reactivity, systemic toxicity, and implantation effects testing. The omnipod is sterilized with 100% ethylene oxide gas with a sterility assurance level of 10-6 per iso 11135 and eo residual levels in compliance with iso 10993. Each lot is confirmed to meet requirements for non-pyrogenicity per iso 10993 and sterility per iso 11135 prior to release.

Event description:
According to the reporter, the patient experienced pain at the pod site (arm) after wearing the pod between 5 and 24 hours. The pod was removed, and a new pod was placed on the abdomen. Upon removal of the first pod, the skin at the pod site was reported to be swollen with purulent discharge. Additionally, the patient had a fever of 39-40°c (104° f) the patient's legal guardian reported they went to the emergency room due to the skin reaction. The treating physician cleaned and drained the site. The patient needed to return to the ER in two days, due to persistent fever and no improvement at the pod site. The area was incised and drained with a spacer placed, the patient was prescribed antibiotics (amoxicillin clavus urea 2 x 875 mg - 120 mg oral p.o for 5 days) and local application of lavender wound gel 3 times. The patient returned to the physician each day for one week for continued site cleaning.